Event description:
Consumer called to report calling emt for assistance after experiencing low sugar reaction. When emt personnel took their reading it was very different from their plink meter. Believes they were wrongly adjusting therapy.